Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres for 30 seconds. However, during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4 x 60mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a 24mm longitudinal tear starting 12.5cm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres for 30 seconds. However, during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4 x 60mm sterling balloon catheter. No patient complications were reported and the patient's status was good.